Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the surgeon fired the device, the gold reload outer coating was flaking off onto the patient. This could be seen on the staple line on the tv screen. A second blue reload was tried and the coating also flaked off on to the patient which could also be seen on the staple line on the tv screen. There wasn¿t any bleeding seen on either of the staple lines. The cut lines were noted to be ¿ratty¿. The surgeon applied a clip, as he typically does, on each of the staple lines. The stapling device was replaced with an alternate like device and the procedure was completed with no patient consequences reported. The flake residue was removed from the patient.

Manufacturer narrative:
(B)(4). Batch # n57650. The analysis found that one plee60a device was returned with no apparent damage and with two cartridges reloads present. The reload gst60d was received fully fired. The reload gst60b was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.